Event description:
A ventilator was returned to the distributor for service. There was no allegation of device malfunction. During initial evaluation of the device at the distributor, a service required alarm condition indicating a power issue was observed. The device¿s detachable battery and dc power connector were replaced to address the issue. There was no downloaded event log available to verify reportability. Additionally, the device's flow sensor assembly, speaker, active exhalation control module and blower were replaced preventatively. There was no allegation of the components malfunctioning.